Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was trouble getting the customer's blood glucose right because he was not eating. The caller stated that there were unsure whether this was due to diabetes complications or not. The caller stated that the customer passed away on (B)(6) 2013, in a hospital. The customer was hospitalized on (B)(6) 2013. The cause of death was heart failure and septic poisoning/kidney shut down. The caller stated that the customer had kidney failure, kidney transplant, heart disease, and had a defibrillator. The caller stated that they did not know the customer' blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the hospital kept the customer's insulin pump, therefore, it cannot be returned for analysis.